Manufacturer narrative:
A partial connector portion of the lead measuring 6.2 cm was returned for analysis. All damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Manufacturer narrative:
Reporter is unknown.

Event description:
It was reported that the patient passed away. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was heart failure, asystole, and sick sinus syndrome.